Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. There was reportedly something inside the display screen. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: corrosion was observed in between the display screen and lens. The pump case was removed and corrosion was observed throughout inside of pump. Unrelated to the complaint, the bolus button cover was lifted; however, was still found to be responsive to user input. A leak test revealed that the bolus button was leaking. The pump case was removed and corrosion was observed throughout inside of pump. Also unrelated to the complaint, the display screen was found to be dim and pink.